Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after performing a percutaneous intervention coronary, the angio-seal was used to block the bleed. After the sheath tube was positioned in the blood vessel, the angio-seal body entered the sheath tube, but it could not be fixed and fell off. A new angio-seal was replaced and used to finish the operation. The patient was reported to be in stable condition. The procedure outcome was successful after the use of the new angio-seal. Additional information was received march 4, 2019: a 6fr sheath was used for the event. A pre-deployment angiogram was performed. When inserting the angio-seal vip into the sheath, it could not meet the sheath and as a result the anchor could not be released and settled.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6 fr angio-seal vip device was returned for evaluation. The arteriotomy locator, guidewire and hemostasis sheath mated with the carrier tube assembly were returned for analysis. Visual inspection revealed that the carrier tube assembly was properly mated with the hemostasis sheath and the deployment sleeve was in the forward lock position. The anchor was exposed at the distal tip of the hemostasis sheath. There were no visual anomalies noted on the device. Functional testing was conducted. The deployment sleeve was moved into the full forward lock position. The sheath and deployment sleeve were snapped together and properly fitted. Then, the deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Then, the digital force was applied to the anchor and the tamping mechanism deployed. The suture unwound as intended. There were no functional anomalies noted with the device. IFU states: "the distal end of device cap completely covers the colored indicator band on the device sleeve. If the anchor catches prematurely as in figure 11, advance the device into the insertion sheath again. It may be necessary to push the device cap back into the rear holding position in order to get full extension of the anchor from the sheath. Then withdraw the device until the anchor catches correctly." "Note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. Based on the investigation results it is likely that the device was not placed in the rear lock position. However, the exact cause of the reported event cannot be definitively determined based on the available information.